Manufacturer narrative:
Concomitant medical products: product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: 3889-28, lot# j0527321v, implanted: (B)(6) 2005, product type: lead. (B)(4).

Event description:
The patient reported that their lead became disconnected at the base where the thing clicks in and the lead replacement procedure was performed on (B)(6) 2007. It was noted that during the procedure the anesthesiologist "did not handle it correctly." When patient was getting cut with the scalpel during the surgery she was in excruciating pain but because of the "muscle stuff they gave her" she couldn't scream or do anything but could feel the pain. The patient diagnoses were: urinary dysfunction/sacral nerve stimulation. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.